Manufacturer narrative:
Analysis of the neu_unknown_cath/sc connector revealed coring/tears/cuts in seal and met leak criteria. Analysis of the 8709 {serial# unknown} found acceptable testing and the catheter was incomplete and returned in segments. Eval code-conclusion code applies to the neu_unknown_cath only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: 8709, serial# unknown, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation codes listed are applicable to the catheter devices above. If information is provided in the future, a supplemental report will be issued.

Event description:
The sutureless connection segment was returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 21-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl, clonidine, and bupivacaine via an implantable pump for non-malignant pain and chronic low back pain. The pump was noted as having administered the following: fentanyl with concentration 1121 mcg/ml at a dose rate of 544 mcg/day, clonidine with concentration 1121 mcg/ml at a dose rate of 544 mcg/day, and bupivacaine with concentration 34 mg/ml at a dose rate of 16.5 mg/day. It was reported that the patient¿s medical history included failed back surgery, copd, sleep apnea, constipation, heart burn, high cholesterol, depression, anxiety, and leg cramps. It was further reported that the patient experienced increased pain. The patient stated they felt they were losing the effect of therapy. The issue occurred during normal use. A catheter dye study was performed. It was noted that they questioned if the catheter was patent, so they decided to a do a catheter revision. Upon exposing the pump site, the pump/catheter connector site had a collection of white, powdered, calcified around and inside the catheter sutureless connector. The physician felt this was medication that had precipitated. The physician chose to cut off a section of the proximal pump segment and leave the remainder of the existing catheter implanted with ligatures. The physician then implanted a new catheter on (B)(6) 2019, and left patient on the existing infusion rate after prime bolus for newly implanted catheter length only. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications the patient was receiving at the time of the event included: pseudoephedrine, tizanidine, clonazepam, oxycodone, zoloft, desyrel, lasix, fenofibrate, magnesium oxide, movantik, zantac, and neurontin. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event. The patient¿s medical history included: failed back surgery, copd, sleep apnea, constipation, heart burn, high cholesterol, depression, anxiety, and leg cramps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The sutureless connection segment was sent back to product analysis.